Event description:
The account stated that the architect i2000sr analyzer has generated false positive b-hcg results on two patient samples. On (B)(6) 2010, a (B)(6) female patient's initial result was positive at 388.55 iu/l but the retest result was negative at < 1.20 iu/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.